Event description:
The customer alleged said they received questionable antibodies to tsh receptor (a-tshr) results on their e-module. The customer provided data for 92 patients, of which 85 patients had discrepant results that were reported outside the laboratory. The repeat results and confirmations were obtained on another e-module, serial number (B)(4). It is unclear when the repeat measurements were obtained. It was unclear what the units of measure were for the patient results. Clarifications have been requested. There were no reports of any adverse events. The a-tshr reagent lot number was 167900 and the expiration date was not provided. It was unclear if the customer performed successful calibration or quality control prior to the event. The field service representative replaced the expired pinch tubing. He noted there was abnormal sipper movement during the routine. He observed inappropriate use of the pippetor during the preparation of the pre-treatment reagent that could cause incorrect volume aspiration or contamination in the reagent.

Manufacturer narrative:
It was determined the customer used two different reagent rackpacks to measure the affected patient samples and did not follow manufacturer's instructions to calibrate each rackpack.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6). No information was provided on the specific part number involved in this event.